Manufacturer narrative:
(B)(4). Batch # n5788y. Event month and day unknown. Only year (2017) is known. Device evaluation: the analysis results showed that the xr30v reload arrived with no apparent damaged and partially loaded with only 12 staples present and all protruding. No functional test could be performed due to the conditions of the reload. It should be noted that when manipulating the device only the closing trigger should be grasped until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the firing trigger wasn't available, even though tissue wasn't that thick (it was a vessel). The surgeon changed to another cartridge, and it worked well. There were no patient consequences reported.